Manufacturer narrative:
The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
(B)(4). The dentist reported that had to remove the dental implant during its installation surgery because it did not achieve a good primary stability. Moreover, the patient presented bone type ii, bone graft was placed and immediate implant was performed.